Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to exhibiting radio frequency (rf) telemetry issues. This device is expected to be returned for analysis. No further adverse patient effects were reported.